Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.